Event description:
Customer reported when connecting piggy back tubing to primary line, the spiros began to leak that was attached to the piggy back line. No product will be returned for this event. Customer stated no additional patient/event information will be provided.

Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). An investigation could not be performed. Reporter indicated that the device is not available for evaluation. The cause of reported leak is unknown.